Event description:
Report# 1 of 2 for the same event. Add'l info from uf report# (B)(4): the previously placed olecranon screw was removed. Then the olecranon osteotomy site was exposed and it appeared to have some healing laterally, but separation medially. A 90 mm screw was inserted, and the surgeon said he obtained excellent compression at the fracture site. He then identified the ulnar nerve proximally, it was traced down to the medial epicondyle. The nerve was directly over the edge of the epicondyle. It was heavily scarred in scar tissue so this was dissected off and the surgeon transferred the nerve anteriorly. (B)(4).

Manufacturer narrative:
(B)(4): investigation is on-going. No conclusion can be drawn. (B)(4): distal humeral fracture plate; humeral fracture plate; (B)(4).

Manufacturer narrative:
Screw was in good condition for being used. An investigation was performed to determine the part number of the screw. The part number of the returned screw is believed to be 208.850. The dimensional analysis is based on the assumption that screw is part number 208.850. However, because no part number was provided, the part number cannot be determined with 100% certainty. The condition of the returned screw indicates that nothing was defective with regards to the screw. Based on the event description, the mechanism that caused the adverse event appears to be impingement/irritation of the ulnar nerve by the medial epicondyle. There is no evidence to suggest that the screw contributed to the nerve injury described. The description indicates that the olecranon osteotomy had partially healed. Since the revision surgery took place only 6 weeks after the first procedure, not enough time passed to judge whether there was a delayed union or nonunion of the olecranon.